Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a transistor on the main board. The customer declined the repair and the device was labeled not for clinical use. The customer was sent a replacement device. Analysis of reports of this type has not identified an increase in trend.